Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 61 (mg/dl). Customer indicated that carbohydrates were consumed to treat low bg. System check with tandem technical support indicated pump was performing as intended. Customer indicated that health care provider would be contacted to discuss diabetes management.